Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of her essure coils had broken apart"), fallopian tube perforation ("perforated her fallopian tube, perforation (fallopian tube(s)") and embedded device ("migrated into the wall of her uterus, where it had become lodged, migration of essure device location of device: right essure coil visible under serosa at uterine cornua") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included haemorrhage in pregnancy in 2008, hemorrhagic anemia on (B)(6) 2009, multigravida, spontaneous abortion in 2006, gravida in 2009, smoker, headache and parity 2. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Previously administered products included for an unreported indication: mirena. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 28 days after insertion of essure, the patient experienced menorrhagia ("heavy menstrual bleeding / abnormally heavy menstrual bleeding / prolonged menstruation /abnormal menstruation, abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). In (B)(6) 2012, the patient experienced vaginal infection ("chronic vaginal infections"), cystitis ("frequent bladder infection"), urinary tract infection ("frequent infections urinary tract"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced headache ("worsening of her headaches") and tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced migraine ("migraines"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("migrated out of her fallopian tube and into her uterus"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain /lower back pain even when not menstruating"), dyspareunia ("pain during intercourse / painful intercourse"), dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea (cramping)"), fatigue ("chronic fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with butorphanol tartrate (stadol), promethazine (phenergan), surgery (on (B)(6) 2015, she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, pelvic discomfort and abdominal distension outcome was unknown and the fallopian tube perforation, embedded device, menorrhagia, abdominal pain, back pain, dyspareunia, dysmenorrhoea, headache, migraine, vaginal infection, fatigue, weight fluctuation, vaginal haemorrhage, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, nausea, tooth disorder and vaginal discharge was resolving. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic discomfort, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. Diagnostic results: in (B)(6) 2015, plaintiff underwent an ultrasound and learned that one of her essure coils had broken apart and migrated out of her fallopian tube and into her uterus, where it had become lodged. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, headache, nausea, pelvic pain, menorrhagia, device expulsion. Quality-safety evaluation of ptc: based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs received: outcome of abdominal pain updated to recovering / resolving. Treatment medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of her essure coils had broken apart"), fallopian tube perforation ("perforated her fallopian tube, perforation (fallopian tube(s)") and embedded device ("migrated into the wall of her uterus, where it had become lodged, migration of essure device location of device: right essure coil visible under serosa at uterine cornua") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included haemorrhage in pregnancy in 2008, hemorrhagic anemia on (B)(6) 2009, pregnancy, spontaneous abortion in 2006, vaginal delivery in 2009, smoker, headache and parity 2. *plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Previously administered products included for an unreported indication: mirena. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 28 days after insertion of essure, the patient experienced menorrhagia ("heavy menstrual bleeding / abnormally heavy menstrual bleeding / prolonged menstruation /abnormal menstruation, abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). In (B)(6) 2012, the patient experienced vaginal infection ("chronic vaginal infections"), cystitis ("frequent infections bladder "), urinary tract infection ("frequent infections urinary tract"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device expulsion ("migrated out of her fallopian tube and into her uterus"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain /lower back pain even when not menstruating"), dyspareunia ("pain during intercourse / painful intercourse"), dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea (cramping)"), headache ("worsening of her headaches"), migraine ("migraines"), fatigue ("chronic fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with hysterectomy with bilateral salpingectomy and essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, pelvic discomfort, abdominal pain and abdominal distension outcome was unknown and the fallopian tube perforation, embedded device, menorrhagia, back pain, dyspareunia, dysmenorrhoea, headache, migraine, vaginal infection, fatigue, weight fluctuation, vaginal haemorrhage, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, nausea, tooth disorder and vaginal discharge was resolving. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic discomfort, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: all the patient's symptoms have mostly resolved, but she does have some pain. Diagnostic results: in (B)(6) 2015, plaintiff underwent an ultrasound and learned that one of her essure coils had broken apart and migrated out of her fallopian tube and into her uterus,where it had become lodged. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : migraine, headache, nausea, pelvic pain, menorrhagia, device expulsion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter, patient demographic information, new events vaginal haemorrhage, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, nausea, tooth disorder, dyspareunia and vaginal discharge added. Event infection clubbed and split with the events cystitis, urinary tract infection and vaginal infection. Outcome for the events vaginal haemorrhage, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, nausea, tooth disorder, dyspareunia, vaginal discharge and device monitoring procedure not performed added as recovering / resolving. On (B)(6) 2018: medical records: new reporter added; patient's relevant history added; incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of her essure coils had broken apart"), fallopian tube perforation ("perforated her fallopian tube") and embedded device ("migrated into the wall of her uterus, where it had become lodged") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migrated out of her fallopian tube and into her uterus"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding/abnormally heavy menstrual bleeding/prolonged menstruation /abnormal menstruation"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain /lower back pain even when not menstruating"), dyspareunia ("pain during intercourse/painful intercourse"), infection ("frequent infections"), dysmenorrhoea ("abnormally severe menstrual pain"), headache ("worsening of her headaches"), migraine ("migraines"), vaginal infection ("chronic vaginal infections"), fatigue ("chronic fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (on (B)(6) 2015, she underwent surgery to remove her essure coils), surgery (underwent a total hysterectomy and bilateral salpingectomy) and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, pelvic discomfort, abdominal pain, abdominal distension, dyspareunia and infection outcome was unknown and the fallopian tube perforation, embedded device, menorrhagia, back pain, dysmenorrhoea, headache, migraine, vaginal infection, fatigue and weight fluctuation was resolving. The reporter considered abdominal distension, abdominal pain, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, infection, menorrhagia, migraine, pelvic discomfort, vaginal infection and weight fluctuation to be related to essure. Diagnostic results: in (B)(6) 2015, plaintiff underwent an ultrasound and learned that one of her essure coils had broken apart and migrated out of her fallopian tube and into her uterus,where it had become lodged. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 18-sep-2017: event "abnormally severe menstrual pain, severe abdominal cramping even when not menstruating, worsening of her headaches, migraines, chronic vaginal infections, chronic fatigue, weight fluctuations, perforated her fallopian tube, and migrated into the wall of her uterus, where it had become lodged" reporter lawyer added. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of her essure coils had broken apart") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("migrated out of her fallopian tube and into her uterus"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse") and infection ("frequent infections"). The patient was treated with surgery (on (B)(6) 2015, she underwent surgery to remove her essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, pelvic discomfort, menorrhagia, abdominal pain, abdominal distension, back pain, dyspareunia and infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device breakage, device expulsion, dyspareunia, infection, menorrhagia and pelvic discomfort to be related to essure. Diagnostic results: in (B)(6) 2015, plaintiff underwent an ultrasound and learned that one of her essure coils had broken apart and migrated out of her fallopian tube and into her uterus. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 4-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and one of her essure coils had broken apart. The ultrasound showed one of her essure coils had broken apart and migrated out of her fallopian tube and into her uterus. She underwent surgery to remove her essure coils on (B)(6) 2015. Breakage of the essure during attempted insertion and difficulty in deployment or detachment can occur, especially in tubal ostia that are more laterally located or in cases of tubal spasm. Handling errors and deviations from the instructions for use may also cause a shape alteration of the device. In this case, no information was given about essure insertion procedure. The case was classified as incident since device removal was required. Due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of her essure coils had broken apart") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: *plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("migrated out of her fallopian tube and into her uterus"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse") and infection ("frequent infections"). The patient was treated with surgery (on (B)(6) 2015, she underwent surgery to remove her essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, pelvic discomfort, menorrhagia, abdominal pain, abdominal distension, back pain, dyspareunia and infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device breakage, device expulsion, dyspareunia, infection, menorrhagia and pelvic discomfort to be related to essure. Diagnostic results: in (B)(6) 2015, plaintiff underwent an ultrasound and learned that one of her essure coils had broken apart and migrated out of her fallopian tube and into her uterus. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and experienced one of her essure coils had broken apart. The ultrasound showed one of her essure coils had broken apart and migrated out of her fallopian tube and into her uterus. She underwent surgery to remove her essure coils on (B)(6) 2015. Breakage of the essure during attempted insertion and difficulty in deployment or detachment can occur, especially in tubal ostia that are more laterally located or in cases of tubal spasm. Handling errors and deviations from the instructions for use may also cause a shape alteration of the device. In this case, no information was given about essure insertion procedure. The case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.